Event description:
The patient safety report stated: patient had left ir (interventional radiology) placed chest tube. Patient was checked and toileted at 12:52. Chest tube was intact, no leaking on site. At approx. 13:30, the ir pa (physician assistant) entered room to find chest tube line broken proximal to the stop cock. Pa called this rn and gave instructions to clamp chest tube between chest tube and break. Chest tube was clamped. Patient taken to ir at 15:50 for chest tube replacement. The cause for the break has not been identified. Manufacturer response for chest tube, 10.2fr mpd (per site reporter): the rad tech contacted cook and she is going to forward their response to me. I will send it to you.